Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision has been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and asystole. It was noted that right ventricular (rv) lead exhibited high, variable thresholds and oversensing. Missed beats were observed and the loss of ventricle capture was suspected. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.